Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
It was reported that the patient had a prickly heat rash on his skin under the device. During a follow up, the patient's spouse reported that the patient's doctor prescribed something for the affected area and that the rash was starting to heal.